Manufacturer narrative:
Concomitant product: 6949-65 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the patient presented to the emergency room with abdominal pain and was admitted with possible cholecystitis. IV antibiotics were administered. Further evaluation revealed there was no acute intra-abdominal process. The patient had syncope and there was concern for heart failure exacerbation. A transthoracic echocardiogram revealed a mobile mass on or near the right atrial (ra) lead. A transesophageal echocardiogram revealed a large burden of highly mobile masses on the leads. A series of blood cultures were negative. There was no evidence of infection or endocarditis. A venous duplex scan revealed acute venous thrombus of the right arm. The patient was treated with heparin and subsequently developed a drop in platelet count and heparin induced thrombocytopenia. Heparin was discontinued and argatroban was started. It was noted that the masses were likely not acute and did not play a role in the patient's hospitalization. The patient was discharged home and the leads remain in use. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.